Manufacturer narrative:
Physio-control further evaluated the removed therapy pcb assembly and determined that the cause of the reported issue was an electrically shorted capacitor, designator c72.

Manufacturer narrative:
(B)(4): physio-control evaluated the customer's device and verified the reported issue. Physio replaced the therapy pcb assembly and after observing proper device operation through functional and performance testing the unit was returned to the customer for use.

Event description:
The customer contacted physio-control to report that their device had a service indicator present and would not charge (in order to shock) beyond 50 joules. As a result, defibrillation was not available. There was no patient use associated with the reported event.